Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no button error alarms noted. The pump was received with missing end cap sticker. The pump was received with minor scratches on the lcd window. The pump was received with cracked case at the display window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 52mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.